Manufacturer narrative:
(B)(4). Two devices returned. Both devices were returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched on both devices. The devices were activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade. Device b batch g9kc50, mfg date 6/11/2010, exp date 5/11/2015.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Event description:
It was reported that during an unknown procedure, an error code five was displayed and the titanium tip of the scalpel was broken when the surgeon took it from the patient. The broken piece did not fall into the patient. Then the surgeon changed to new scalpel, but the same problem occurred. A third scalpel was used to complete the procedure. There were no adverse consequences for the patient.